Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead was oversensing noise leading to inappropriate automatic mode switch (ams). The patient was asymptomatic. No intervention was performed. The patient was stable throughout.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.